Event description:
It was reported the pt felt a jolt down the left side of her body, wrapping around to her side after lifting a gallon of milk. Restarting stimulation and changing programs did not resolve the issue. X-ray results revealed the connections looked intact; however, possible lead migration was noted. In addition, high impedance was identified on all but one contact resulting in the inability to increase stimulation. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.